Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
Our complaint investigation has been finalized. The issue with a ventilator not starting was resolved after replacing the pcb dc/dc & standard connectors according to received information in the complaints problem description. It was reported that the ventilator did not switch on. The ventilator was investigated on site by our field service engineer. Review of the provided logs also indicate technical error with on/off switch. Further investigation revealed that the dc/dc & standard connectors was defective. Issue was resolved by the hospital personell themselves replacing the defective part. However, no the part returned for investigation. Therefore, no root cause can be established. Pcb dc/dc & standard connector converts the internal dc supply voltage +12 v_unreg into the following several different dc supply voltages. Pcb dc/dc & standard connector also controls switching between mainspower and external 12 v dc power supply.

Event description:
It was reported that the ventilator did not switch on. There was no patient harm. Manufacturer's ref.#: (B)(4).